Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set was leaking. The leak was further described as, ¿after connecting the tubing to the primary line, the reporter noticed the chemo was dripping from the line near where the filter was¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.